Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had the pump replacement yesterday. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The date of the event was unknown but believed to be possibly last week, but noyrf that they really didn¿t know when. It was unknown if the patient recently had magnetic resonance imaging. The company representative indicated they did not know but did not think the patient heard an audible pump alarm. The patient visited the clinic on (B)(6) 2018 and they noticed the stall in the logs. It was unknown at the time of the call if the if there were any other motor stalls/recoveries in the logs, but they did not think so. The patient was on their way to the facility to have a myelogram/catheter dye study to confirm catheter patency pre-pump replacement. They were replacing the pump any way due to battery longevity. No medical symptoms were reported. On (B)(6) 2018, the company representative further reported that they checked the logs and the pump was stalling every few hours. The option to set to minimum rate mode if that would help them manage the patient with oral drug easier was being considered. It was also being considered that otherwise typically stalls could get longer and at some point, and the pump may not likely restart. They were planning to do a dye study to check the catheter and then will do a replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-may-27. It was reported that actions taken to resolve the motor stalls included the patient on po baclofen until replacement pump is scheduled. The devices had not been explanted. The cause of the motor stalls was not determined, and when the pump is replaced it would be sent back to the manufacturer. The motor stalls had not been resolved. The patient¿s weight at the time of the event was unknown. The information was confirmed with the physician/account. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. As per the logs provided, the pump administered baclofen with concentration 500 mcg/ml at a dose rate of 175.08 mcg/day as of (B)(6) 2018. It was noted that the dose was decreased 50% to 87.5 mcg/day. The pump was returned to the manufacturer for analysis.